Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va0mwyx, implanted: (B)(6) 2014, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 3888-56, lot# va0l29t, product type: lead. Product ID: 3708220, serial# (B)(4), product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had not set up a follow-up appointment with their doctor¿s office at the time of the report.

Manufacturer narrative:
Analysis of the lead, lot # va0mwyx, found the #0 conductor was cut 1.4cm from the distal end. A functional test was performed and circuit #0 was open. Circuit #1 showed 138.3 ohms, circuit #2 showed 134.2 ohms and circuit #3 showed 125.2 ohms. There were no shorts between the circuits.

Event description:
It was reported that there was high impedance on a lead at implant. There was a break/fracture just below contact 0. A different product was used. It was unsure if the lead was damaged on insertion or if it had a preexisting issue. No patient symptoms or complications occurred. The lead was returned. The lead was not obviously damaged before insertion, but was noted during testing and impedance testing. The patient had not yet been seen for his follow-up appointment so it was unknown how the patient was doing. Analysis had not been completed yet at the time of this report. This event will be updated once the appointment occurs to determine if the patient is receiving effective therapy and once analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.